Event description:
Patient had cataract extraction with intraocular lens implant done approximately 12 years ago. He was a new patient in 05/2005, with a complaint of "glare at night and vision cloudy in the right eye. Vision 20/25. The intraocular lens implant appeared to have opaque crystallization of the entire optic. The patient requested surgical replacement of this implant, which was performed in 2005. The explanted device is available. The prior physician is deceased and no records are available. The manufacturer of this device is unknown.